Event description:
The event is reported as: complaint alleges: "because the trigger got stuck, it was depressed with force. As a result the stapler broke and all of the staples inside the cartridge fell out." "Defect was discovered during an unknown procedure on a patient." No patient injury reported.

Manufacturer narrative:
Evaluation: method, DHR review performed. Based on a photo provided, failure mode reported the "trigger stuck during use on patient" confirming reported defect. Results: the DHR review revealed that no similar issues were found during manufacturing or package process of this lot. Conclusions, per sample evaluation by photo provided, no corrective action will be addressed. Root cause unknown. Method of use related to damage during use. If additional information is received that affects the conclusion of the investigation a follow-up report will be sent.